Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter advances to the incorrect screen. He further reported that after inserting a test strip the meter displays previous results instead of initiating the test. Customer noted that on (B)(6) 2017 he began to experience ¿low blood sugar¿ and then lost consciousness. Paramedics were called and upon arrival treated customer with food (¿jelly beans, bread, etc.¿). No readings were provided from the paramedic¿s meter. Customer indicated he was unable to self-treat. No additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Customer reported his adc blood glucose meter advances to the incorrect screen. He further reported that after inserting a test strip the meter displays previous results instead of initiating the test. Customer noted that on (B)(6) 2017 he began to experience ¿low blood sugar¿ and then lost consciousness. Paramedics were called and upon arrival treated customer with food (¿jelly beans, bread, etc.¿). No readings were provided from the paramedic¿s meter. Customer indicated he was unable to self-treat. No additional treatment was provided. There was no report of death or permanent injury associated with this event.